Event description:
Device complication: none. Time of complication: during procedure. Symptoms: none reported. While the doctor was performing a right internal carotid stent procedure, the pt experienced a stroke during the removal of the accunet. The pt was able to regain some neurological function by the next day; however, the stroke was continuing. No resolve date was received. There was no further information available.